Event description:
It was reported that travel coarse error occurred during occlusion test. There was no reported patient injury.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Bottom tamper seal was broken and the plunger seal in tact. Top case front corners were chipped, bottom case right corner was chipped and cracked and cracked right plunger case. Review of the error history log found travel coarse error - check clutch/plunger lever. Occlusion test was performed and the reported issue was duplicated; heard popping noise followed by alarm. Abnormal wear of the clutch halves and lead screw was found. It was also noted that the customer repeatedly inducing check clutch error by pressing plunger lever and extending plunger head during infusion. Error history log shows multiple instances where the plunger position moved more than 0.010" between cc alarm and infusion stop. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 3 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported issue: replaced lead screw, clutch spring and both clutch halves. Performed preventative maintenance, occlusion test and all functional tests which passed.